Event description:
It was reported that the health care professional (hcp) received an alert for an unknown device. The hcp got the notification from the answering service. Technical services (ts) searched for all the clinics that the answering service provided. Ts did not find any patients for review with an alert. No adverse patient effects were reported.